Event description:
It was reported that the patient experienced heating and pain at the ipg site. In turn, surgical intervention took place on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿pocket heating / pain¿ was not confirmed. The root cause of the observation was not ascertained. The lead system was not returned with the device. The ipg passed temperature testing as the ipg casing temperature increased less than the specified 2 degrees c during monitoring. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.